Event description:
It was reported that insulin gauge displayed an amount different than expected, with pump showing 15 units while caller expected 243 units and experiencing a fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer reloaded cartridge, pump then displayed correct insulin amount, and no further action was required.